Event description:
During the procedure the vortx diamond shape fibered platinum coil was inserted through the fas tracker-325 catheter and pushed with a coil pusher-16. Though the coil advanced to the tip of this catheter it did not move further. The coil was pulled out of the catheter. Two coils were deployed previously without any problem. The condition of the patient was not affected by this incident. During the analysis of the device, it was noted that the zapped tip of the vortx diamond shape fibered platinum coil was missing.